Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the xience xpedition shaft was observed to be separated when it was removed from the packaging. There was no reported resistance during removal from the packaging. The device was not used and there was no patient involvement. An unspecified stent was used to complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.